Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service with a ¿ventilator service required¿ alarm. There were no reports of patient harm or injury associated with this event. The device was returned to a manufacturer service center for evaluation. Device log files were successfully downloaded and reviewed. Analysis confirmed a ¿ventilator service required¿ alarm associated with a touchscreen display failure. The display was replaced to resolve this issue. During evaluation, an additional error was identified that was not related to the reported malfunction. This error indicated that the system switched control to the backup monitor pressure sensor due to an output failure of the primary outlet pressure sensor or a communication error. The system printed circuit assembly (pca) was replaced to address this condition. Following repair, the device underwent final functional testing, including battery verification, valve checks, run-in testing, and cleaning. The device met all acceptance criteria and was confirmed to be operating as intended.

Manufacturer narrative:
The reported failure associated with a touchscreen display is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.